Manufacturer narrative:
One cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there were air in line messages. Functional check and visual inspection were conducted. The reported issue was able to be confirmed. The pump was found to be displaying "air in line" alarm message during the investigation when a "stop/start" keypad button is pressed. The air detector is defective and will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump was alarming "air in line" when placed on set. Multiple sets were tried. There was no reported adverse event.